Event description:
During a follow-up, the customer loaded a new cartridge onto the pump, received an accurate fill estimate and resumed insulin deliveries.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge displayed 150 units. The customer continued using the cartridge until it ran out of insulin. Once the customer loaded a new cartridge they received a fill estimate of 0 units. Additionally, the customer received an occlusion alarm. The customer could not recall their blood glucose levels during these events. After the occlusion alarm, the customer reverted to manual injections for insulin therapy.